Event description:
A report was received that the patient was explanted due to infection at the lead site and skin erosion as the leads were visible. The infection was related to poor hygiene. The patient was administered ciprofloxacin oral antibiotics and ancef IV antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm; model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.